Event description:
The customer reported the speaker is not working. The device was not in use on a patient at the time of the event. Based on the information provided, the unit was sent to bench for further investigation. At bench repair the device would not boot upon receipt. The unit was opened and powered on with manual power supply. The speaker sound output was confirmed and it worked as intended.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the speaker is not working. The device was not in use on a patient at the time of the event.